Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump was jumping to incorrect prompts during the load process. After the customer filled the cannula, the pump displayed a prompt to connect the tubing to the cartridge which should have been displayed when the tubing was being filled. There was no reported impact to the customer's blood glucose level. Tandem technical support has the customer review the pump history and the load history showed the correct load processes were being logged in the correct order.

Manufacturer narrative:
(B)(4)